Event description:
It was reported that during an acl procedure, when surgeon tried to deploy t2, product seemed to be already deployed together with t1. Both ts were removed from the patient. A new device was used to complete the procedure with no further issues. No surgical delay or patient injuries were reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The device is used. The complaint listed: "when surgeon tried to deploy t2, product seemed to be already deployed together with t1. Both ts were removed from the patient." The device was returned without t1, t2 or suture. The delivery needle curve is slightly bowed and flattened. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed." A functional test confirmed that the device cycled and actuated. No root cause related to the manufacture of the device can be confirmed. No further investigation is warranted.